Event description:
It was reported that the filter cap for the blood gas syringes leaks blood after sampling. The event date is (B)(6) 2025. There was patient involvement. There has been no report of patient harm.

Manufacturer narrative:
E1 phone number: (B)(6). H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Five samples were originally received were lost in transit. However, new sister samples under a different complaint confirmed failure in two new sets. It was reported that the filter cap for the blood gas syringes leaks blood after sampling. The DHR (device history record) review found no discrepancies or anomalies relevant to the complaint. The complaint of leaking filter caps can be confirmed based on new sister samples received for the same lot number. While the allegation was confirmed, the exact problem source for the compromised filter-pros could not be identified with any confidence. If samples originally received for this complaint are located, investigation will be reopened and reevaluated.